Event description:
During a remote follow up, an increased threshold and an increase in pacing impedance was observed on the left ventricular (lv) lead. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.